Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Review of electrograms revealed multiple episodes of auto mode switch episodes due to atrial lead noise. All other electrical measurements were in range. No intervention was performed. The patient was in stable condition.